Event description:
The following has been reported: staff reported the infusion pump malfunctioned. At start of shift, checked all of the medication bags during handoff report. All medications had a sufficient amount left in the bags. At 0900 the pump infusing the norepinephrine began alarming. The screen said "infusing" however the alarm was going off and the norepinephrine bag was completely dry. The screen was completely frozen and could not turn the pump off. Immediately assessed the patient and patients vital signs. Blood pressure decreased but the systolic never went below 90 and the map was never below 60. Then got new norepinephrine hung the medication on a new pump which also read "error". Got a third pump and hung the medication. No harm to patient occured. Md, nurse manager, and pharmacist notified of event. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: processor hardware failure (linux core) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The system on module (som) was found to be defective. This has been escalated internally as a scar and CAPA. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.